Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there were broken connector pins in the cable assembly.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative (rep). It was reported that there was a broken connector pin on the desktop charger (dtc). It was also reported that the patient was getting poor communication screens on the ins recharger (insr) and patient programmer (pp). The reposition antenna screen was seen on the insr during the call. Antenna locate was attempted which resolved the screen. The rep stated they saw the power on reset (por) screen and saw the ins charging the first 25% with 8 coupling bars. It was reviewed they should charge until the ins was 25% full and then the rep should clear the por message with a clinician programmer. It was reported the patient lost stimulation about a week to 10 days ago. A replacement dtc was sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they had sat with the patient at the physician's office and recharged the over discharged battery as previously reported. The rep reported they had not heard back from the patient so they assumed the patient was doing well. No further complications were reported/expected.

Manufacturer narrative:
Fdc for desktop charger changed from 11 to 67. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.